Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage to the keypad traces. Cracks to the display window, battery tube threads, reservoir tube lip and a scratched lcd window noted.

Event description:
It was reported that the customer entered a bolus of 10.0 units and the numbers were jumping up and down for a while before the customer got it. The customer was concerned that the numbers were ramping up and down after a bolus was set; the customer was not sure in the end the amount of insulin he actually did get. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.